Event description:
It was reported that loss of capture was noted on an electrocardiogram prior to a non-cardiac procedure. Lead impedance was also noted to be high. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.